Manufacturer narrative:
(B)(4). Concomitant medical products: 00633405632- constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 32 mm i.d. For use with 56 mm o.d. Shell- 62167171 00620105600- replacement locking ring for use with 56 mm shell- 62067296. Component code: mechanical (g04)- head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02683. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither were provided for the head. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to dislocation. Surgeon replaced the head and liner. No additional information on the reported event is unavailable.